Event description:
It was reported that, "patient presented to surgeon's office with pain. A radiograph showed possible loosening. During acetabular revision, surgeon felt no ingrowth had been achieved."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If additional information becomes available, it will be submitted in a supplemental report.